Event description:
It was reported that the user experienced difficulty attaching several infusion set connectors to the ilet, stating the connector would not turn or budge, and subsequently switched to a different box of connectors from the same shipment that attached without issue; blood glucose levels were unaffected and no alarms occurred. Symptoms included no clinical effects. Outcomes included no impact to therapy continuation and no need for medical care. Investigation included complaint intake review and user troubleshooting and education regarding connector attachment technique. Investigation of this case revealed a suspected connector mechanical interference affecting rotation on certain units from lot 33772, with normal function confirmed when alternate connectors from a new box were used, suggesting a lot- or unit-specific variability in the connector component. It was concluded, based on previously established findings for similar reports, that the cause was likely manufacturing variability of the connector component, with user guidance provided to ensure proper attachment and to use functioning connectors on hand.